Manufacturer narrative:
Pump passed self test and displacement test. Pump received with the audio alert functioning properly. No audio alert anomaly noted. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on j1/pcb 1 was locked properly during visual inspection. However, hardware low level failures alarm (variable 3) confirmed in the pump history due to broken pin 6 trace on u1 keypad assembly. Pump received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, serial number label fading and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The customer's blood glucose was 14.9 mmol/l. The customer was struggling with button press, every time removing the battery and insulin pump getting back to normal. The customer performed self test and pump error was occurred. After troubleshooting the self test was passed. The insulin pump will be returned for analysis.